Event description:
Customer reports performing back to back tests on the advantage system with results of 142mg/dl and 280mg/dl. No quality controls were run. No adverse event was reported. A request was made for return of the suspect product and replacement was sent.

Manufacturer narrative:
Additional concomitant medical therapy: oxybutynin - 7 years; clonazepam - 10 yrs;synthroid - 20 yrs.